Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection and stated that it might be caused by the intermittent catheter because of too much lubricant on them. The patient had been using this product for more than 90 days. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this event would be " too much lubricant ". Therefore, a potential root cause for this failure could be "the concentration of solution used for coating is too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced a urinary tract infection and stated that it might be caused by the intermittent catheter because of too much lubricant on them. The patient had been using this product for more than 90 days. It was unknown what medical intervention was reported for urinary tract infection.